Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation abrasion 14.8 to 14.9 cm from the connector pin consistent with friction to the device can. An external insulation abrasion was noted 35.7 to 36.1 from the connector pin consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.